Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report intermittent audio output from the receiver and an adverse event that occurred on (B)(6) 2016. The patient stated that they experienced a missed low alert during the night which resulted in the patient's wife calling an ambulance. The paramedics administered glucose orally via a squeeze tube. The patient's blood glucose (bg) at the time was 26mg/dl. The patient did not know what bg the cgm was displaying during the event. The patient declined to go to the hospital. Additionally, the patient tested the receiver's alerts and all profiles tested worked at the time. Patient at the time of contact, the patient was okay. No additional event or patient information was provided.